Event description:
It was reported by service report that the unit would zoom forward when the handle triggers were engaged without pushing on the handles.

Event description:
It was reported by service report that the unit would zoom forward when the handle triggers were engaged without pushing on the handles.

Manufacturer narrative:
Load cell; zoom.

Manufacturer narrative:
The previous MDR initial report did not include the PMA/510(k)#.